Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) product surveillance received a report from a customer that some of the ipumps did not alarm when the covers were removed. The baxter customer service tech provided information to the customer how to do the setting to get the alarm. The pump will not be returned to baxter for evaluation. It is unknown at what stage the problem was noted and if there was any patient involvement. No additional information is available.